Manufacturer narrative:
We are unable to confirm the device involved was a medcomp product.

Event description:
Mediport for chemotherapy cracked causing extravasation and a first degree burn to the chest.